Event description:
It was reported that high thresholds on the left ventricular (lv) lead led to battery depletion of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The lead was capped and replaced to achieve lower thresholds in the hope that the new ICD would last longer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted (B)(6) 2012; 5568-53, lead, implanted (B)(6) 2012. (B)(4).